Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 600 mg/dl after approximately 5-24 hours of pod wear and did not decrease despite the administration of several manual insulin injections. The patient noted that although the pink slide advanced as expected, the cannula did not properly insert into the skin at the infusion site. She suspected that the adhesive may not have been properly positioned during pod application, which may have affected cannula insertion. The patient further reported that home ketone testing yielded a positive result of 5.3 (unit of measurement not specified), and she began feeling unwell, reporting symptoms that included low energy and shakiness. The patient reported consulting a physician by phone and subsequently replacing the pod, after which she noted that her blood glucose levels decreased and her ketone level dropped to 0.3. The following day, the patient consulted her family doctor, who measured her blood glucose levels using a fingerstick; however, no specific values were reported. The physician advised the patient to present to the hospital should her blood glucose levels worsen again. No medical diagnosis or medical intervention was reported.